Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4) product evaluation in progress.

Event description:
Consumer reported complaint for low blood glucose test results. The expected fasting blood glucose test result range is 100 to 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2016 as a result of blood glucose results. The customer is currently taking insulin to manage diabetes. Customer provided that they have had recent changes to diet and medication. Comparison of blood glucose test results by customer from trueresult meter to son's meter; actual readings not provided. Back to back blood test performed by customer fasting during call on (B)(6) 2016 produced results of 105 mg/dl and 45 mg/dl. The product is stored by customer in the bedroom. The test strip lot manufacturer's expiration date is 03/31/2018 and open vial date is week of (B)(6) 2015. The meter memory reviewed for fasting test results (date / time not set): (B)(6). Adverse event not reported.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4) investigation completed and product evaluated with no issue on returned meter; meter is functioning properly. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for low blood glucose test results. The expected fasting blood glucose test result range is 100 to 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2016 as a result of blood glucose results. The customer is currently taking insulin to manage diabetes. Customer provided that they have had recent changes to diet and medication. Comparison of blood glucose test results by customer from trueresult meter to son's meter; actual readings not provided. Back to back blood test performed by customer fasting during call on (B)(6) 2016 produced results of 105 mg/dl and 45 mg/dl. The product is stored by customer in the bedroom. The test strip lot manufacturer's expiration date is 03/31/2018 and open vial date is week of (B)(6) 2015. The meter memory reviewed for fasting test results (date / time not set): (B)(6). Adverse event not reported.